Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an unknown mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary problems, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/08/2016. It was reported that the patient concurrently underwent vaginal hysterectomy and bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2012 and tvt-o was implanted. It was reported that patient underwent removal of tvt on (B)(6) 2012 by dr. (B)(6) at (B)(6).healthcare system. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.